Manufacturer narrative:
This report is submitted on september 3, 2019.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode array through the tympanic membrane. Subsequently, the patient's surgeon manually pushed the electrode back into place with no other intervention (date not reported). The implanted device remains insitu.